Manufacturer narrative:
A system service check of the stellant CT injector, serial number (B)(4), was completed on (B)(6) 2020 which confirmed that the injector was operating within bayer specifications. The stellant disposable set that was in use during the procedure was discarded by the site; and lot numbers were unable to be provided; therefore, testing of retained samples is unable to be performed. Additional applications training was offered; however, the site declined.

Event description:
A bayer representative received the following information: a (B)(6) year old male patient with history of carotid stenosis underwent a cta of the carotid arteries while connected to a stellant CT injector system. During the injection the patient suffered an extravasation of contrast, exact amount unknown. Post procedure, the patient was treated with a cold compress, dermatology was consulted, and corticosteroids were administered. No further medical intervention was reported.